Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an nc sprinter rx ptca balloon catheter and a sprinter legend rx ptca balloon catheter were intended to be used. There was no damage noted to the packaging of either device and there was no issues noted when removing either device from the hoop. Both devices were inspected with no issues noted. It was reported that a break occurred at the balloon of the nc sprinter during removal of the device with the detached portion remaining in the patient. It was also reported that the luer of the sprinter legend detached/fractured during preparation of the device in vitro. The patient was reported to be alive with no injury.